Event description:
It was reported a cystocele/rectocele repair with bladder neck suspension utilizing a protegen sling and were performed without incident april 23, 1997. Approximately two months post procedure, the protegen sling material was visible through the insertion site in the vaginal wall. The sling material was removed on june 20, 1997, without incident. The pt remains continent. No patient sequelae resulted from this event. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelivc sensitivities and and tissue erosion.